Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a ladg, about 1 hour after starting use, a nurse found the transparent cover of the shaft peeled. Used another to complete the procedure. Operating time not extended. No additional tissue resection. No tissue damage. Nothing fell into the cavity. No bleeding.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device.damage was noted on the clevis cover. Evaluation showed that the rotation knob functioned properly. The graspers were applied to test media and clamped onto the media without issue. The handles opened and closed without any hang ups noted. No functional abnormalities were observed. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.